Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the door of the imaging system was blocked due to customer forcing the door mechanisms. The dingus was in the wrong position and blocked the rotor to go in home position. Adjusting the dingus resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the invalidate home could not be performed. There was no patient present at the time of the issue.

Manufacturer narrative:
Additional information: the door switch assembly was replaced. Device evaluation: the suspect door switch assembly was returned to the manufacturer for evaluation and the issue was confirmed. The door switch failed testing. The switch was found to be open when it was closed.